Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that the reason for call was the caller stated the patient had prolapse surgery about 2 weeks ago and since then patient has been feeling a tingling throughout their whole body that is too much and makes their hands numb. Caller stated the surgeon wanted the patient to have the therapy turned off for a while, a week or two, but now the surgeon told patient they can turn the device back on. Agent reviewed being concerned about turning therapy back on due to extra stimulation. Caller stated wanting to turn therapy on anyways. Agent walked caller through turning therapy on. Patient was at 0.3. Patient will maintain stimulation level and will continue to track symptoms. Agent redirected to doctor. Patient has a post op visit for the prolapse surgery on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.